Event description:
On august 25, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On august 30, 2006, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas also reviewed the recorded telephone call. In 2006, at 8:00 pm, the patient obtained the before-dinner blood glucose reading of 175 mg/dl on the reported meter. Based on this reading, the patient took 7 units regular insulin, and then ate his normal meal. The patient obtained the blood glucose reading of 237 mg/dl prior to bedtime, which was high compared to his expected value of approximately 120 mg/dl. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. The patient stated he usually has the symptom of dry mouth when his blood glucose level is 'in the mid-200's' mg/dl. The patient had obtained these two results using the test strips from a newly opened vial. In 2006, at 2:00am, the patient awoke with symptoms of shaking and sweating. The patient was not physically capable to test his blood glucose level while symptomatic. The patient administered self-treatment with orange juice, and his symptoms abated afterwards. He did not seek medical attention. The patient takes nph insulin and regular insulin, both on a sliding scale. The patient has been diabetic for years, and has had only one prior nighttime hypoglycemic event. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure. The cca also determined the patient's blood glucose readings were as expected with the previous box of test strips. The meter, test strips and control solution were replaced. The patient developed symptoms that suggest he was hypoglycemic following an insulin dose based on a premeal meter reading, and he self-treated with juice. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.